Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-9165cdg, batch number 051908, was received for investigation. Visual inspection revealed that the blue baseplate adapter had broken off. Additionally, there was significant oxidation on the tip of the device. No functional testing was performed due to the damage to the device. The reported condition is most likely caused by overstressing a device that is damaged naturally and inevitably as a result of normal wear or aging. The manufacturing date was 2019.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a revers shoulder prothesis surgery the impactor for the glenoid broke inside the patient during impaction of the glenoid baseplate. The broken parts were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery. Date of surgery is unknown.